Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1906 is being used to capture the reportable event of infection. Patient code e172001 is being used to capture the reportable event of abscess. Patient code e2330 is being used to capture the reportable event of pain. Patient code e2326 is being used to capture the reportable event of inflammation. Patient code e2326 is being used to capture the reportable event of discomfort. Patient code e1001 is being used to capture the reportable event of abdominal distention. Patient code e1007 is being used to capture the reportable event of constipation. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluation: the device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. A review of the device history record (DHR) was performed. It was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the adverse events "infection, abscess, pain, discomfort, inflammation, abdominal distention and constipation" are anticipated in the IFU. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "infection", "abscess" (related with infection), "pain, discomfort, inflammation, abdominal, distention and constipation" (associated with abscess/infection) were defined in the risk documentation. This event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on an unknown date. The patient reported very early a feeling of fullness, discomfort and problems with bowel movements. The patient received computerized tomography (CT) scans performed on (B)(6) 2025, and (B)(6) 2026, and a recent magnetic resonance imaging (MRI) performed on (B)(6) 2026. In the physician's assessment, on MRI it was observed a large volume of fluid, approximately 30cc, compared to the initial cts after placement, which showed around 12.3 cc. The physician also reported that it appears to be more pressure on the rectal wall than what he would expect, along with some inflammation. The patient's treatment was delayed in the meantime until the event is resolved, he is expected to receive external beam radiation therapy (ebrt). Due to these findings, an abscess was suspected. However, an interventional radiologist (ir) attempted to aspirate the fluid. They inserted a 5 french multisidehole sheathed needle directly into the center of the spaceoar. Despite this, no fluid could be aspirated. To try to loosen or break up any potentially thick or complex material, the medical staff attempted aspiration with a catheter and even passed a wire through it. But nothing was aspirated, therefore, a small amount of saline was injected into the area and then pulled it back out so that the saline could be sent for cultures. Because they were unable to obtain any pus or fluid, and given the overall appearance of the area, the clinician states that this does not behave like an abscess. Their conclusion is that infection is unlikely, but the sample will still be sent for cultures as a precaution. Although the lesion did not behave like an abscess, both the infection and abscess were not ruled out, as there was concern that the hydrogel could prevent aspiration of the fluid collection. The decision was to wait 3 weeks and rescan the patient.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1906 is being used to capture the reportable event of infection. Patient code e172001 is being used to capture the reportable event of abscess. Patient code e2330 is being used to capture the reportable event of pain. Patient code e2326 is being used to capture the reportable event of inflammation. Patient code e2326 is being used to capture the reportable event of discomfort. Patient code e1001 is being used to capture the reportable event of abdominal distention. Patient code e1007 is being used to capture the reportable event of constipation. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on an unknown date. The patient reported very early a feeling of fullness, discomfort and problems with bowel movements. The patient received computerized tomography (CT) scans performed on (B)(6) 2025, and (B)(6) 2026, and a recent magnetic resonance imaging (MRI) performed on (B)(6) 2026. In the physician's assessment, on MRI it was observed a large volume of fluid, approximately 30cc, compared to the initial cts after placement, which showed around 12.3 cc. The physician also reported that it appears to be more pressure on the rectal wall than what he would expect, along with some inflammation. The patient's treatment was delayed in the meantime until the event is resolved, he is expected to receive external beam radiation therapy (ebrt). Due to these findings, an abscess was suspected. However, an interventional radiologist (ir) attempted to aspirate the fluid. They inserted a 5 french multisidehole sheathed needle directly into the center of the spaceoar. Despite this, no fluid could be aspirated. To try to loosen or break up any potentially thick or complex material, the medical staff attempted aspiration with a catheter and even passed a wire through it. But nothing was aspirated, therefore, a small amount of saline was injected into the area and then pulled it back out so that the saline could be sent for cultures. Because they were unable to obtain any pus or fluid, and given the overall appearance of the area, the clinician states that this does not behave like an abscess. Their conclusion is that infection is unlikely, but the sample will still be sent for cultures as a precaution. Although the lesion did not behave like an abscess, both the infection and abscess were not ruled out, as there was concern that the hydrogel could prevent aspiration of the fluid collection. The decision was to wait 3 weeks and rescan the patient.